Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a non specific reason but the ICD had been implanted for less than two years.

Manufacturer narrative:
Device analysis has not yet been completed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.